Manufacturer narrative:
Device evaluation: the pump was investigated on (B)(6) 2016 with the following results: on examination there was visible moisture corrosion in battery compartment. The battery compartment was cracked on left side of grip pad. A leak test failed due to the crack in the battery compartment. The pump was opened for investigation and revealed moisture corrosion on the battery compartment housing. Investigation confirmed the complaint. Unrelated to the original complaint, the display was noted to be dim and discolored.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.